Event description:
During an angioplasty procedure to an unknown vessel, a palmaz xl stent dislodge from a 7f maxi balloon. There was no patient injury reported. The stent was no manipulated during the prepping of the device. The stent was properly mounted on the system when inspected prior to use. The sds and the maxi balloon were prepped according to IFU guidelines. Approach was made with an unknown 12f sheath. An amplaz super stiff wire (cook) was used. A 0.035x260cm guide catheter was used. It is unknown if there was resistance/friction experienced prior to the dislodgment. It is unknown if there was an attempt to retrieve the dislodged stent. The unknown was 80% stenosed, the lesion was not calcified and there was no vessel tortuosity. The vessel angulation was 90 degrees. There were no anomalies noted with the maxi balloon.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during an angioplasty procedure to an unknown vessel, a palmaz xl stent dislodged from a 7f maxi balloon. There was no patient injury reported. The unknown target lesion was reported as 80% stenosed, not calcified and no vessel tortuosity. The vessel angulation was 90 degrees. The stent was not manipulated during the prepping of the device. The stent was properly mounted on the system when inspected prior to use. The sds and the maxi balloon were prepped according to IFU guidelines. Approach was made with an unknown 12f sheath. An amplaz super stiff wire (cook) was used. A 0.035x260cm guide catheter was used. It is unknown if there was resistance/friction experienced prior to the dislodgment. It is unknown if there was an attempt to retrieve the dislodged stent. There were no anomalies noted with the maxi balloon. The device was not returned for analysis. The DHR review revealed no anomalies and the stents had been packaged in accordance with cordis specifications. Without return of the device for analysis the reported ¿stent ¿ dislodged¿ could not be confirmed and the exact cause could not be determined. Based on the information available for review there are vessel characteristics (80% stenosed, with 90 degree angulation) that may have contributed to the difficulty experienced by the customer. It is unknown if there was difficulty tracking the device to the target lesion or if resistance was met at any time. Neither the information available nor the DHR suggest that the reported dislodgement of the stent could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.